Manufacturer narrative:
The customer reported that the central nurse's station (cns) rebooted on its own. When the biomedical engineer (bme) rebooted the unit, it gave a "hdd port" error. Additionally, when the bme tried to run the cns off of the drive in port 0 or port 1 the cns would crash and could not run off of either. The device involved in this report was returned to nihon kohden, evaluated, and the reported issue was confirmed, hdd1 error message and cns keep rebooting. Scan disk was run on hdd0 and rebuilt a brand new hdd1. An extended test for 4 days was performed. Nihon kohden is currently waiting for the customer to provide a purchase order for the repairs. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when the po is received and the device is returned to the customer.

Event description:
The customer reported that the central nurse's station (cns) rebooted on its own. When the biomedical engineer (bme) rebooted the unit, it gave a "hdd port" error. Additionally, when the bme tried to run the cns off of the drive in port 0 or port 1 the cns would crash and could not run off of either.